Event description:
This is filed for a gripper line break and gripper actuation issues. It was reported the mitraclip procedure was performed on (B)(6) 2022 to treat grade 4 functional mitral regurgitation (mr). A clip was advanced and while attempting to capture the leaflets the anterior leaflet slipped out of the clip arm. Troubleshooting was performed. It was suspected that the anterior gripper arm was in a lowered position despite the blue gripper level being in its upright position. The clip was removed and it was found the anterior gripper was intact but the gripper line was broken. A new clip was used and was implanted, mr was reduced to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported single gripper actuation issue appears to be due to the gripper line break; however, a cause for the reported gripper line break could not be determined. The reported inability to capture leaflets appears to be related to the gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.